Event description:
The valve gets pushed down the hub when connecting the tubing. The device was replaced and the procedure was completed without incident. Lot number was not provided. No report of harm or injury. Customer reported four (4) defective devices, but did not provide any additional details or clinical info for the additional defective devices. One device is expected to be returned by the customer. This single form FDA 3500a report will be submitted.

Manufacturer narrative:
Device eval: the device has not been received for eval/investigation. Root cause is under investigation. Merit determined on 11/11/2010 that a product correction would be required for the merit valved one-step centesis drainage catheters. Customers are advised to discard the device at the point of use. This is a 5-day MDR report in accordance with statutory reporting requirements. Communications to consignees began on 11/18/2010. A report to the FDA in accordance with 21 cfr 806.10 is also in process and will be sent on 11/24/2010. No additional form 3500a reports will be filed for this event.